Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch fasttake meter was reading inaccurately high compared to another device and her normal results. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged issue began a couple of months ago. On an unspecified date/time, the patient reported obtaining blood glucose readings of "500 mg/dl" with the subject meter and "200 mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30%. The patient also claimed she was consistently obtaining blood glucose results in the "500 plus" range along with messages of "high" with the subject meter. On the evening of (B)(6) 2010, the patient reported she was taken to the hospital when her blood glucose dropped. It is not known what symptoms the patient developed; however, she stated when tested with an ER/hospital meter her blood glucose was in the "30-40 mg/dl" range. It is not known what type of treatment the patient received. The patient informed the cca that prior to going to the hospital, she had obtained an alleged high result with the subject meter (reading not known), administered an unspecified amount of novolog insulin based on the reading. It is not known how much time elapsed between when she had last tested with the subject meter and when she felt symptomatic. At the time of troubleshooting, the cca noted that the patient was using test strips that expired in 2006. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.